Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 1291926.

Event description:
It was reported that the intra-aortic balloon after inserting the into the sheath, we attempted to advance it to the target location through the guidewire, but it could not be advanced any further than near the iliac artery. Patient was involved, no injuries occurred.

Manufacturer narrative:
Updated fields: b4, d9 device available for evaluation and return date to manufacturer, e1 initial reporter was cardiologist, phone number: (B)(6), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 lot number. The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. A kink was found on the inner lumen within the membrane approximately 18cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked location. The condition of the iab as received indicated a kink on the inner lumen. We are unable to determine when the kink may have occurred. A kink in the inner lumen can cause difficulty inserting the guide wire. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.